Event description:
It was reported that a patient¿s leads measured out of range on the day of a battery replacement surgery for normal battery depletion. The leads were measured using a 2x4/1x8 lead configuration and all impedances were out of range (oor). When an electrode impedance was run and the reference electrode was changed, some were okay. When the leads were measured in a 1x8/1x8 configuration at 1.5v, contacts 0 and 4 were greater than 10000 ohms. Impedance measurements at 3v had to stop because it was uncomfortable for the patient. The manufacturing representative had programmed the patient around the bad leads. The patient had received a new implantable neurostimulator (ins), but the old leads were still used. The cause of the impedance issues were not determined. The patient was doing great, getting good coverage, and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3777, lot# v077554025, implanted: (B)(6) 2008, product type: lead. Product ID: 3999, lot# v049183, implanted: (B)(6) 2008, product type: lead. Product ID: 3777, lot# v077554025, implanted: (B)(6) 2008, product type: lead. Product ID: 3999, lot# v049183, implanted: (B)(6) 2008, product type: lead. (B)(4).